Event description:
The entire device was removed from the pt and replaced due to "not functioning - fluid loss."

Manufacturer narrative:
Cylinder was functional. Cylinder had a wear leak. Pump performed within specifications. Reservoir performed within specifications. Tubing was functional.